Event description:
It was reported that the patient sent a (B)(4) transmission after hearing the alert tone every 4 hours. The impedances of the lead were varying and had increased to 1088 ohms. It was further reported that the lead showed a continued slow rise in right ventricular pacing impedance and may have had a fracture. The lead has been capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed an impedance increase. Weekly pacing log data for min and max right ventricular (rv) pace show a gradual increase with max rv pace starting at 760 and peaking at 1504 ohms peak between (B)(6) 2010 and (B)(6) 2010. Analysis also showed high impedance. There were 2 patient alerts recorded for rv pace lead impedance of 1088 ohms on (B)(6) 2010 and rv pace lead impedance of 1504 on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient sent a carelink transmission after hearing the alert tone every 4 hours. The impedances of the lead were varying and had increased to 1088 ohms. The lead was reported as being capped. No patient complications were reported as a result of this event.